Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a shoulder scope surgery. The surgery was completed with the another like device. There was a delay of 15 minutes. There was no complication to the patient. D4: the lot number and expiration date were reported as unknown on the initial report and have been updated accordingly to reflect the information. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot u2002105, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that three of the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece are clogged. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing, the electrode will be sent to the manufacturer for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: a total of three devices returned, the devices have not been returned in the original packaging, device 1 ¿ active tip in used condition with tissue visible in suction port, device 2 ¿ active tip in used condition with no signs of tissue debris in the suction port, device 3 ¿ no obvious signs of activation on the device tip. No visible damage to the device shaft, handle, cable or plug. Device 3: the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using vapr vue generator (gml4854/2), the test included different values as generator connection, flow rate, activation test, as result all test pass. Supplier summary: the customer claimed that the device suction was clogged on three devices. Flow tests confirmed a restriction of the suction path on two of the devices with the third device achieving the necessary specification. The blockage on both devices was confirmed to be at the proximal end of the metal suction tube. The blockage was confirmed to be uv glue in the suction path on device 1. The uv glue was able to be removed and photographed. Once this was removed the rest of the suction was free from blockage. The second device blockage was most probably caused by uv glue, however, in this instance a slug of uv glue could not be removed as per device 1 but there were signs of uv glue around the tube edges. Once the wire was pushed through the blockage the remainder of the tube was free. A manufacturing record evaluation was performed for the finished device lot number: u2002105, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 3 of 3 for the same event. It was reported by the sales rep that during a shoulder scope surgery on (B)(6) 2020, it was observed that three of the vapr coolpulse 90 electrode, 90° suction w/ integrated hand piece were clogged. Another device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.